Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump went dry and she needed a doctor to fill it. She was requesting physician listings. No other information was collected before the patient ended the call. No patient symptoms were reported. No further complications were reported.